Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2008, dtpa2qq crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to a system infection. A temporary right ventricular (rv) lead and device were used until the patient received a new crt-d system seven days later. No further patient complications have been reported as a result of this event.